Event description:
It was reported that suture placement in the common femoral artery was attempted with 8 proglide devices using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a cuff miss occurred with 8 proglide devices. Additionally, there was resistance to remove some of the devices and it was then observed that the foot plates were not fully retracted due to subcutaneous tissue. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a sheath greater than 8.5f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. Two additional proglide devices were used to close a second puncture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 7 additional proglide devices referenced are filed under separate medwatch report numbers.